Event description:
Information received indicates the left foot side rail will not stay up.

Manufacturer narrative:
The technician found a sticky substance leaked into the top latch mechanism cover, causing the latch mechanism to stick. The technician cleaned the latch mechanism to repair the bed.